Manufacturer narrative:
Intuitive received the curved vessel sealer (cvs) to perform failure analysis. The cvs instrument was tested on an in-house system. The cvs instrument passed the self-tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument also passed the electrical continuity test. The instrument passed the energy delivery and cut test with no issues. No product issue was found. The cvs instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 0.95mm, outside of the blade garage. There was light bio debris found at the instrument tip knife track. Components adjacent to this dislodged blade do not show damage. The probable root cause of the dislodged blade is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved vessel sealer instrument stopped working. The instrument would not open, close, cut, or burn. The procedure was completed with no reported injury.